Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and the dilator was removed. Before inserting the catheter, it was noted that blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.